Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed through an alternative method by manually moving the movement with the delay of less than 20 minutes. There was no reported to philips. The philips field service engineer (fse) visited onsite and found that the that the c-arm rotational geometry movement was not working. Fse found the issue was due to a cord pressing against the footswitch under the table, causing the footswitch to be continuously active. To resolve the issue, fse removed the cord and rebooted the system. After repairs the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm rotational geometry movement was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.